Manufacturer narrative:
H3: product analysis:evaluation determined that the bearings are dislodged and found outer bearing shelf stuck in the tube. The likely cause of failure is identified as bearings are worn. It was also noted that laser markings faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the craniotomy the drill exhibited excessive noise, vibration and that the tool was unstable on bone and issues all seem to pertain to distal bearings in attachments. It was also reported that the bearings got dislodged. It was reported that there was no patient involvement and the procedure was completed with backup product.